Manufacturer narrative:
The review of provided data confirmed the reported issue, no impedance value was displayed at the end of the session. This reported event corresponds to a known bug. This bug prevents the programmer from retrieving right ventricular impedance measurement from a right ventricular device whose implantation has not been confirmed. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2024, during an impedance test for right ventricular lead, there was an issue on data displayed. The coil was visible but not the lead impedance, where only a "-" was display. The tablet work normally after reboot.

Event description:
Reportedly, on (B)(6)2024, during an impedance test for right ventricular lead, there was an issue on data displayed. The coil was visible but not the lead impedance, where only a "-" was display. The tablet work normaly after reboot.

Manufacturer narrative:
Investigation is still ongoing, conclusion not yet available.